Event description:
After stent was deployed it was observed on fluoroscopy screen that an artifact was present. Sheath deployment device was removed and it was noted that the tip was missing. No device was retained in the body. It was snared, removed, and was sequestered for evaluation. Device failure, no visible degradation or noticeable flaws prior to insertion and or use by staff. The proprietary supera stent sheath was removed and found not to be intact. No reasonable way to know why the sheath tip broke off. Manufacturer notified of the product failure with lot number by lead tech.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: stent, superficial femoral artery. Device serial #: for type of device: stent, superficial femoral artery.

Event description:
After stent was deployed it was observed on fluoroscopy screen that an artifact was present. Sheath deployment device was removed and it was noted that the tip was missing. No device was retained in the body. It was snared, removed, and was sequestered for evaluation. Device failure, no visible degradation or noticeable flaws prior to insertion and or use by staff. The proprietary supera stent sheath was removed and found not to be intact. No reasonable way to know why the sheath tip broke off. Manufacturer notified of the product failure with lot number by lead tech.